Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.¿. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had 3.0 diopter over correction after the implantation of +21.0 diopter lens model, zxr00 multifocal iol (intraocular lens). As a result, lens was explanted and was then discarded. It was also noted that patient was doing good when discharge. No additional information provided.